Event description:
It was reported that there had been multiple cases of bard foley catheter and drainage system units not draining properly. There was no harm to the patients.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with a two-way foley catheter attached with the inlet tube and sample port connector . Visual inspection of the sample noted the drainage lumen was flushed with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no blockage observed. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With syringe attached the balloon deflated passively with no issues. Filled the bag with solution and water no leaks observed. The reported failure could not be reproduced. The device history record review and labeling review was not required as the investigation was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there had been multiple cases of bard foley catheter and drainage system units not draining properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.